Manufacturer narrative:
One half of the lens containing one full haptic was returned inside the lens case in the lens carton. Viscoelastic was dried on the lens. The lens was cleaned with klrp for further evaluation. The optic has been cut into pieces, typical of an insertion and removal. The optic has cracks in the central optic area near the cut line of damage. The lens has cracks (anterior and posterior) in the shape of an instrument used to grab the lens. These cracked areas were observed in two places beginning at the optic edge. Chipped damage was observed on the anterior of the optic. The optic edge was also broken. The lens material from the broken area was not returned. The other half of the lens with the other haptic was not returned to evaluate. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint. The lens has been cut into pieces, typical of an insertion and removal. Only one half of the lens was returned. Cracks, chips, broken edge, and cracks from an instrument used to grasp the lens were observed. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic had been used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, surgeon noticed a crack in the lens after he had inserted it into the patient eye. The iol was explanted during initial procedure. There was no patient harm. Additional information has been requested, yet no further information available.